Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. It was reported that loss of capture was noted on the electrocardiogram monitor post implant. Therefore, the patient was brought back to the operating room and the lead was successfully repositioned. No further adverse patient effects were reported. This product remains in-service.